Manufacturer narrative:
The maryland bipolar forceps was analyzed, and the complaint was not confirmed by failure analysis. The returned product did not exhibit the event described in the complaint. The instrument was visual inspected internal and external; no issues was identified. The probable root cause cannot be determined based on the information provided and failure analysis results. The instrument was visual inspected internal and external; no issues was identified. The reported event was not confirmed as failure analysis found no issues with the instrument. The returned product did not exhibit the event described in the complaint.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.